Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the part of bearing trial broke off as it was removed from patient after final trialing. There was impact to the patient.

Manufacturer narrative:
Visual examination of the returned device found signs of repeated use (gouged/ scratched) and has a piece fractured off the distal surface. All pieces were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.